Event description:
It was reported that the arctic sun device had low flow rate issue. Per review of wo on 14jan2026, there was no patient involvement. Per sample evaluation results received via task on 27jan2026, it was reported that there was a history of alarm 14 (patient temperature 1 probe out of range) occurrence in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, when the circulation pump command is set to 100%, the inlet pressure is measured at 0 psi and the flow rate at 0 l/min. (Arctic sun 5000) 01 patient line open, (arctic sun 5000) 02 low flow present. Circulation pump was replaced. There is a history of alarm 14 patient temperature 1 probe out of range) occurrence. Alarm 14 was not reproduced. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.